Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was at the grocery store when she felt weak and could not hold onto the cart. She sat down and bystanders gave the patient a juice and called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 20 mg/dl and the cgm was reading 262 mg/dl. Ems treated the patient with dextrose and then the patient called her sister to pick her up. The patient¿s sister brought her home where she ate a hamburger and fries to further stabilize her bg level. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.